Event description:
It was reported that a competitive surgeon had a pt come in complaining of squeaking in their hip. Surgeon has not revised pt or scheduled any revision at this time. Surgeon obtained original implant sheet for pt and provided to sales rep. Original implant surgeon - dr (B)(6). It was further reported that the competitive surgeon confirmed there is no squeaking of the hip.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in the supplemental report.